Event description:
It was reported by the biomed stated that the nurse had an arctic sun device was getting an alert 113 (reduced water temperature control) and there was some sort of field action for that, they don't have the unit in biomed and wanted to call first to saw what could be wrong and will bring it down to biomed. Per follow up information received via phone on 04dec2024, once the device made it down to biomed, they found the mixing pump had failed and since it was almost due for the 2000-hour pm. Per follow up information received via phone on 04dec2024, the device had been repaired earlier this year, so they received a mixing pump under warranty and replaced it onsite. The device returned to service. They were unsure about any patient involvement and was unsure where the device was sent from.

Manufacturer narrative:
A sample was not received. The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the biomed stated that the nurse had an arctic sun device was getting an alert 113 (reduced water temperature control) and there was some sort of field action for that, they don't have the unit in biomed and wanted to call first to saw what could be wrong and will bring it down to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.